Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 54840016540, 510k# k143375 and (B)(4) is approved for sale in us. (B)(4).

Event description:
It was reported that patient with degenerative spondylolisthesis underwent posterior lumbar interbody fusion at l4/5. Reportedly, post-op, the patient had worsening of the low back pain. L5 screw loosening was reported. On (B)(6) 2017 the patient underwent revision surgery for removal of all the implants and the surgical site was cleaned as infection was suspected. No infection was confirmed but allergic reaction is suspected now none of the implants broke. Allergy testing is planned on the patient. Patient has not yet recovered.

Manufacturer narrative:
Two lots of the suspect device was identified, however it is unknown which one is the complaint product. The lots that were used lot h5296352, expiration date 2024-08-10; lot h5324040, expiration date 2024-11-22. Image review: " pre-op MRI and post op x-ray/CT for l4-5 psf are shown. Screw loosening and failure of bony fusion are demonstrated. This is only 2 months post operative however. By report there was a question of infection vs allergy as contributing factors to hardware loosening. There is also a loss of lumbar lordosis and probably sagittal balance. Root cause: indeterminate."

Event description:
It was reported that allergic reaction to patient not confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.